Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to corroded motor homeswitch. No moisture damage at electronic or keypad assemblies found per visual inspection. Unit received with missing end cap sticker. Unit received with scratched lcd window. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump no longer works. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they smelled insulin from the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.